Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor it was reported that they were in the or and contact o impedance were >4k. As for troubleshooting, they reseated multiple times, lead is fully inserted and secure and impedances and motor response were fine prior to being inserted into the ins. Then the mdt rep programed the ins on 0 to look for motor response and increased to 4 with no response and checked impedances after that and 0 was still >4k. Then a another ins was tried and the issue was resolved

Manufacturer narrative:
H3: product analysis #703024889:analysis information -- 2019-03-18 08:36:59 cst pli# 10 product ID# 3058 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing.analysis determined that the setscrew on the implantable neurostimulator (ins) was backed out beyond the point of being able to engage with the connector block. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. No new information.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. No new information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Manufacturer representative stated that the cause of the high impedance was not determined. No further complications were noted or anticipated